Event description:
It was reported that there were interruptions with telemetry, loss of some markers and intervals, from the implantable pulse generator (ipg). It was also noted the device was displaying dual electrogram (egm). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.